Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account generated a false positive architect stat troponin-I of 0.052 ng/ml on a patient that repeated 0.018 and 0.018 ng/ml. Previously, the patient had tested troponin of 0.013 and 0.014 ng/ml. The account uses a cutoff of 0.03 ng/ml between negative and mid-range with different interpretations for troponin. No impact to patient management was reported.